Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken, the image had defects, the image was not displayed, the cover glass of the insertion section was scratched, and the video cable protector was cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure; the r-unit is broken and therefore the 3d image has defects or is not displayed. A definitive root cause could not be identified for the broken r=unit, the scratched cover glass of the insertion section, and the cut video cable protector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the following events: the r-unit (charged coupled device) was broken, the image had defects, the image was not displayed, the cover glass of the insertion section was scratched, and the video cable protector was cut. There was no patient involvement.